Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call having several problems when filling the reservoirs. Blood glucose value is unknown. This has not been with one particular box but is an ongoing issue. Customer stated that when filling the reservoir, the plunger sucks in and out and the insulin ends up either squirting out or going back into the vial. The customer's technique was reviewed and seemed like the customer is following instructions. It was suggested to lubricate reservoir before filling.